Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with a syringe. The customer declined to troubleshoot the high blood glucose level. The customer was assisted with troubleshooting the insulin pump. The customer's cannula was bent. A watertight tester procedure was performed and the insulin pump passed. The product was replaced. The product was returned for analysis.